Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Investigation summary: two videos received. Upon visual inspection of two videos, the following was observed: the videos show tissue handled by surgical instrument. Bleeding can be seen on staple line area and clips were placed on this area. Based on the videos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what color reload was used in each area? Unknown. Was buttressing material used? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Unknown. How was the post-operative bleeding identified? Unknown. Was a transfusion required? Unknown. What is the current patient status? Unknown.

Event description:
The surgeon informed us about a lot of bleeding on the staple row with the fundus. Movies can be found in the attachments. Procedure: mini-bypass. Bleeding on staple lines at the fundus. They used 24 clips to stop the bleeding. A post-operative bleeding happened after the mini-bypass procedure. A gastroscopy was performed. Halfway top of the sleeve seam with erosive ear. Clip placed here. An adherent clot on the 43 cm seam. This is removed with rinsing and suction. On the bottom a staple and adhesion can be seen with oozing bleeding. This clipped after which it is dry.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c404. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.